Event description:
Balloon pump failed to communicate its information to hospital's medical record system, although older units upgraded to equal status do communicate. Tests confirmed that device's internal modem failed to communicate with system. Older modem of equivalent, upgraded device, installed in this device, did allow proper communication. Older modem is not available for permanent installation. Currently awaiting follow-up from MFR.manufacturer response (as per reporter) for pump, intra aortic balloon, cs100manufacturer's research continues.

Event description:
Balloon pump failed to communicate its information to hospital's medical record system, although older units upgraded to equal status do communicate. Tests confirmed that device's internal modem failed to communicate with system. Older modem of equivalent, upgraded device, installed in this device, did allow proper communication. Older modem is not available for permanent installation. Currently awaiting follow-up from MFR.manufacturer response (as per reporter) for pump, intra aortic balloon, cs100manufacturer's research continues.